Event description:
During a fistula procedure, the catheter balloon ruptured at 10-15 atm & upon removal of the catheter the distal tip & balloon came off. A veinotomy was performed & the indwelling piece was removed from the pt . A competitor's product was used to complete the procedure with no further complications being reported.